Event description:
It was reported that bd maxguard extension set was damaged the following information was received by the initial reporter with the following verbatim this new tubing's male part gets stuck into any port and is hard to unhook. When I pulled this tubing off the primary tubings ports, the connector ripped off the tubing.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that the male part of the tubing gets stuck into any port and is hard to unhook. When the tubing was pulled off the primary tubing ports, the connector ripped off the tubing. One sample of item me2020 was submitted for quality investigation. Visual examination of the sample indicates that the distal male luer connector is missing from the assembly. Further examination of the sample shows that there is evidence of solvent at the end of the tubing. The customer complaint of tubing defective/damaged was verified. The investigation for the root cause will be forwarded to the manufacturing facility for further evaluation. The manufacturing facility could not determine the root cause for the failure. Examination of the tubing indicates the correct amount of solvent on the tubing, and therefore the failure could not be related to the manufacturing process. No corrective or preventative actions were taken as the failure was deemed to be a manufacturing issue. A device history record review for model me2020 lot number 24069061 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.